Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.1/2 was not detected on the bus in the station configuration. The field service engineer checked the power management controller board, reseated all the drawer connections to fix the problem and tested the drawers using the hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es bus not detected. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.